Event description:
The customer reported a noisy screen displayed during maintenance involving an olympus colonovideoscope. There was no patient involvement reported.

Manufacturer narrative:
E1(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.